Event description:
The swiss based company called smartcardia owned by dr. (B)(4). My cardiologist sent the company rep (representative) to put ECG (electrocardiogram) patch on me. The rep (B)(4) applied the patch on my chest on 20th february in the evening at my house in india. I have a video of it because of my security cameras. Next day morning around 11, I had a feeling of stabbing in my chest. I called the rep. He said it could be the sticking glue allergy. I told him I cannot tolerate it and I removed the patch. I saw the skin burnt. The patch was hot like hot plate. I have a deep burn injury which will end up in scar on my chest. I complained to company online also. The company ceo called me and apologized and said this is the first incidence. He said he does not know in what condition the battery was kept. It is rechargeable battery which they use. I told him it could have exploded on my chest. It's a life-threatening device. The battery unit was so hot like a hot plate. He said he needs the unit back to check the batteries. I said ok. I decided not to give the device since they can just deny the injury it caused and keep selling the device to innocent people. It is very dangerous. I will be in india for another month and then I will be back in USA. My india no (B)(6). My us number (B)(6). I will sue the company since I have all the evidences with me. I live in us but visiting india since december because of my mom's health and my mom passed away a month back.